Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was successfully implanted. To further reduce mr, an additional clip was inserted. While closing the clip, the posterior mitral leaflet jumped out of the clip, causing a tear near the posterior annulus. Several more attempts to grasp the leaflets were unsuccessfully. Therefore, the physician decided to removed the clip and discontinue the procedure. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.